Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state, and operating procedures. Based on record review of all available info, it is determined the 6.5mm revere pedicle screw 50 mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus was notified through an FDA medwatch program that a pt underwent surgery (B)(6) 2011 and had multiple pedicle screws placed in the lumbar spine. The pt had continued back pain and had a trial of a spinal cord stimulator with minimal relief of pain.the pt had continued pain in his upper back, radiating to the right. The pt had revision surgery on (B)(6) 2012 to remove two broken screws at l2.